Event description:
During a first rib resection procedure, the device worked and was functional for a short period of five minutes, then it malfunctioned. A backup device was opened to finish the porcedure. There was no patient consequence.